Event description:
Customer reported that in 2007 that during a procedure, the c-arm went down, would not fluoro. They had to cancel the rest of their cases. Called in a service request to ge oec three days later at 4:23 pm.

Manufacturer narrative:
Customer declined service. No gehc service rendered.